Event description:
It was reported to boston scientific corporation that, during removal of a polaris stent for a therapeutic urological procedure, the stent kinked on itself, therefore it could not be removed by the physician in his office. The failure was confirmed via x-ray and the device was removed during open surgery. The pt's current status was not available.

Manufacturer narrative:
H3: the device has been rec'd and evaluated by the manufacturer. A visual inspection revealed that the distal pigtail was "out of round"; however, there was no kink or crease found in the extrusion. The extrusion appeared to be enlarged but did not affect the function of the device. The complaint could not be confirmed.